Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that "their box is no good no more". The patient clarified she is referring to the ins no longer functioning. No further complications were reported. No patient symptoms were reported. 2018-aug-08 f/u (B)(4) (rep): no new information. 2018-aug-10: no new information.